Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The longevity measurement discrepancy was due to an overestimation by the programmer.

Event description:
It was reported that within a course of four months, the device showed a sudden decrease in the battery. Patient was pacemaker dependent. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.